Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported an ¿impella in aorta¿ alarm. Staff confirmed with echocardiography that the entire pump was in the aorta. The doctor (md) took the patient back to the catheterization lab to try to get the impella back across the valve and discovered a hematoma. After many unsuccessful attempts the md was unsuccessful at crossing the aortic valve and called vascular for assistance with explant due to the hematoma. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section d catalog number was corrected. D7a. Single-use device was added as it was omitted in the initial report. Section e1 initial reporter was added as it was omitted in the initial report. The device is not returned. Hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details.